Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that a loss of capture was noted on the left ventricular (lv) lead. The lv lead was explanted and replaced. The patient was in stable condition.